Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of a patient's programming history available in the manufacturer's programming history database, it was found that the patient experienced a faulted systems diagnostic test on (B)(6) 2007 that resulted in the patient leaving with unintended settings. After the faulted diagnostic, the device was interrogated and reprogrammed, however, the off time, magnet mode pulse width, and magnet mode on time were not corrected. The settings were corrected during a visit on (B)(6) 2007. There were no reports of any patient adverse events as a result.